Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58, lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead indicated high impedance, and a fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.